Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown stryker head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon had a patient was a chronically dislocating hip. The devices implanted were an accolade ll stem with zimmer cup. It was noted that the surgeon replaced stryker head and implanted zimmer constrained liner.